Manufacturer narrative:
The evaluation was completed. The problem was not duplicated. The unit was disassembled to inspect all connections and the power supply. Tightened all the connectors of the conexión box. The device history record was reviewed and no anomalies were found. The lot history, trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.

Event description:
The user facility in spain reported the unit has rebooted several times. There was no impact to the patient, and no medical intervention required.